Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: we are using the synream set to ream the medullary for the pfna2 case. Step 1: opening gt cortex using opening drill bit were all done. Step 2: using 8.5mm reamer head with cutting edge to ream. Strong force was used to push the reamer into the medullary. Unfortunately the reamer was not cutting and moving at all. Try for a few times reaming continuously for more than 2 minutes, but still not cutting at all. Step 3: hospital used their aesculap reamer set and it cuts easily through. Surgeon used assculap reamer until diameter 9.5mm. Then surgeon changed to try our synream reamer head diameter 10mm and unfortunately, no movement, no cutting at all. (Roughly about 2 min, on off trying). Thus, surgeon changed back to use aesculap reamer and it cuts through easily. It was reported there was no patient impact and the patient did not require additional medical treatment. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
The results of the additional evaluation are as follows: this lot was manufactured in january 2013, (B)(4) parts according to our specifications. All devices were sold meanwhile and we are not aware of any quality problems or failures caused by a faulty product.